Event description:
Info received indicates the left siderail will not latch.

Manufacturer narrative:
The technician isolated the issue to the nut and bolt missing on the siderail latch. The technician replaced the nut and bolt to repair the stretcher.